Manufacturer narrative:
Patient was an adult. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device remained in the anesthesia mode after being disconnected from the ac power during use on an adult patient. The patient arrived to the emergency department at 1723 and was taken to the operating room at 1738. At 1909 in the operating room, propofol was initiated at 30mcg/kg/min in anesthesia mode. At 1926 the propofol infusion rate was increased to 75mcg/kg/min with the patient's weight programmed as (B)(6) kg. Also at 1926, a propofol bolus was programmed to infuse 3.5ml(0.5mg/kg) at 720ml/hour while remaining in the anesthesia mode. At 1935 the patient was transferred to the medical intensive care unit (micu) with the first set of vital signs taken at 1953 as follows: b/p 188/111, hr 144, rr 19 and temperature was 98.2. At 2013 the propofol was programmed to infuse a 70ml bolus (10mg/kg) at 720ml/hour while still in anesthesia mode. At the initiation of the newly programmed dose, the nurse overrode the guardrail high drug dose alert >2mg/kg. The customer further stated that it is presumed that the nurse programmed the device to administer a 10mg bolus and did not read the pump indicating the bolus dose was programmed for 10mg/kg. At 2020 the device alarmed for air-in-line. The patient's vital signs at 2025 were as follows: b/p 47/23, hr 113, rr 14. The md was notified for hypotension and at 2028 the patient coded and CPR was initiated and continued for 2 minutes with the patient's pulse present throughout the event. The patient was given epinephrine 10mcg per the anesthesia md, as well as, 1l lactated ringers bolus. At 2031, the patient was given a second dose of epinephrine 10mcg and another dose of epinephrine 20mcg was given at 2036 per md orders. At 2037, the code was ended with the patient's vital signs as follows: b/p 134/111, hr 127, rr 15. On (B)(6) 2019, the patient was extubated and eventually discharged to a mental health facility on (B)(6) 2019. It was later stated by the customer that the customer has determined that this event was caused by a data set issue. The epic team lead spoke to some of their colleagues and found that they are the only facility within their health system experiencing the issue.